Manufacturer narrative:
Date sent: 5/1/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported post a laparoscopic gastric band procedure, an alleged leakage was observed. The band was replaced without any consequence to the pt.